Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. As a result a revision procedure was performed to reposition the rv lead. No adverse patient effects were reported as result of this procedure.